Manufacturer narrative:
The probability that the characters (B)(4) are used as part of sample identification number is remote. The handheld scanner was released in (B)(4) 2001. Product labeling was evaluated. Per product labeling: risk of sample misidentification. When using the handheld scanner, occasional misread errors can occur as the result of partial label scans and damaged or misapplied labels. Beckman coulter recommends that you verify each bar-code reading to assure correct patient identification. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This issue was reported in 2009 as MDR 1061932-2009-00056. During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents 2 of 4 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2009-00056, MDR 1061932-2011-00900, MDR 1061932-2011-00901.

Event description:
A potential for sample misidentification when using the unicel dxh 800 coulter cellular analysis system was identified by a beckman coulter employee. There is a potential for sample misidentification to occur when characters (B)(4) are used as part of the sample identification barcode label, in languages other than english or (B)(6), and are read using the handheld barcode scanners. In these scenarios, the scanner transposes (substitutes) or suppresses the previously mentioned characters. This issue has not been reported by external customers. No misidentification has occurred. No erroneous results were reported. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 4 events reported for one of four instrument systems.